Event description:
It was reported that there was a faulty chiller in an arctic sun device, intermittently goes on and off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a faulty chiller. The device was evaluated upon receipt. It was confirmed that the chiller intermittently goes on and off. Replaced chiller unit. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to b

Event description:
It was reported that there was a faulty chiller in an arctic sun device, intermittently goes on and off.